Event description:
The consumer reported that their expertclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event: event date is approximate. Initial reporter name and address: customer contact information, phone number and mailing address were not provided.

Manufacturer narrative:
E1: customer contact information, phone number and mailing address were identified and updated. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.